Event description:
Notified by infusion rn that upon attempting to prime a primary IV line to provide to patient no medication able to flow through the drip chamber. Same rn noted this had occurred prior with a different patient this morning but discarded the tubing believing it was a one time issue.